Event description:
During service by baxter, failure code 703:00 for pump head module channel c was found. According to the hospital representatives there was no patient injury or medical interventiion reported.